Event description:
After implanting all hardware, the surgeon noticed a pars defect at l5 and wanted to reduce the l5 screws. The surgeon struggled to disengage the reducer driver from the cap screw. The surgeon attempted to remove the reducer driver from the cap screws by wiggling, rotating and malleting it up. The surgeon was able to disengage the reducer driver from the cap screw, however, the entire construct on the right side pulled out of the bone, severly damaging the pedicles. As a result, the surgeon had to leave the pt with a unilateral fixation. The surgeon was also unable to correct the pars defect.

Manufacturer narrative:
Reviewed device history records. Review of DHR shows the device was manufactured to all specs. A review of the instruments returned showed no mfg defects, signs of excessive wear, or inclusions that would cause these instruments to not properly function. The reducer instrument was broken with a pin missing from the assembly which holds two of the components together. The missing pin in the reducer instrument could have contributed to failure of the device(s) although it is impossible to conclude if the reducer was broken before, during, or after the surgical procedure.